Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical data, the reported event may be related to the improper opening of the polyfoil pouch. Past complaint records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal sts plus component was opened it was noted that the bypass tube had come off the delivery system. The angio-seal was not used and a new device was opened. The device was handled and opened in the correct manner. The device did not enter the patient. Additional information was received on may 28, 2019. A 7fr femoral sheath was used. The patient was reported to be in stable condition.